Event description:
[Vanishpoint] use for covid-19 under emergency use authorization (eua): vanishpoint needle/syringe used to administer covid-19 vaccine (pfizer purple top). The needle retracted upon pressure into arm and vaccine spilled out onto skin. This was an isolated event with vanishpoint at the clinic. FDA safety report ID# (B)(4).